Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent all button response. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer passed away in hospital on (B)(6) due to kidney failure. The customer was hospitalized on (B)(6). The cause of death was kidney failure. The caller stated that the customer had no indication of other health issues or illness that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump for more than 48 hours at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with intermittent button response due to flattened all button dome switches. Pump received with no battery installed. The keypad connector on lcd is locked properly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.